Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, minor scratched lcd window, minor scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (cut). Conclusion summary: cosmetic damage was confirmed at crack at the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Inquired what led up to the complaint. Customer response: pump not turning on due to a fall bumped/dropped/cosmetic damage t/s per dop114-980doc. Adv customer to disconnect from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no question - is the customer reporting the pump was bumped or dropped? Response: the cust fell. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does not show signs of physical damage. Adv customer to shake pump. Customer states the pump does not rattle. Assisted customer to run a self test and check alarm history. Any missing segments on screen or alarms during self test: pump doesn't turn on. Instructed customer that pump will be replaced. Instructed customer on pump care best practices. Instructed customer to revert to backup plan per hcp instructions and to place pump in storage mode. Ship: 1x mmt-1712kl/return: 640 no harm requiring medical intervention was reported. Product return status for mmt-1712k is unknown.